Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia surgical procedure, the prograsp forceps instrument had a broken tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. This causes broken tip. Additionally, the instrument was found to have a frayed pitch cable at the distal end. This contributes to broken tip. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.